Event description:
Information received by medtronic indicated that the insulin pump had stopped working and serial number was worn. Customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained the battery compartment is cracked and the serial number label is damaged. Blank display due to broken j-7 connector on the pcb1 board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube) and faded serial number label. The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube) and faded serial number label.